Manufacturer narrative:
(B)(4). The device was returned and the reported clip closing issue was confirmed. Misaligned grippers were identified. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the reported subsequent clip closing issue was due to the identified misaligned grippers; however, the investigation was unable to determine a conclusive cause for how the grippers became misaligned. As the clip was able to initially fully close during preparation, it is possible that device handling may have contributed to the misaligned grippers; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This event is filed because the clip was unable to close during device preparation. If this were to recur during use in the patient, it has the potential to cause or contribute to patient injury. It was reported that during preparation of the clip delivery system (cds), the clip was opened two times, to the inverted position and then closed again; however, it was not possible to close the clip completely. It was only able to close about 60 degrees. The cds was not used and was replaced with a second cds. The patient's mixed etiology mitral regurgitation (mr) was treated with implantation of three clips. The mr was reduced from grade 4 to grade 2-3. No additional information was provided.